Manufacturer narrative:
Device passed self test and displacement test. No missing segment/ partial display noted. Device had intermittent buttons response due to flattened (creased) buttons dome switch. No unlocked lcd keypad connector noted. Device had minor scratched lcd window. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer's stated that the insulin pump had a partial display. The customer stated that the screen was so hard to see. The customer troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.